Event description:
Hcp reported "infection pump site" per annual tracking report. The pt had the symptom of a fever. Pt was treated with antibiotics. The device was explanted, but not returned to the MFR for analysis. The pt is to have surgery for a lumbar fusion.